Event description:
I purchased dental burs from ss white, which consistently dislodged from the drill handpiece during dental procedures, particularly when extracting teeth. Upon notifying ss white about this issue, they eventually said to return the bad product and they would give a credit. While not every bur experienced this problem, the majority did. I observed that these burs appeared different and had a different weight compared to the usual products. As additional complaints were reported to ss white, it became evident that this was a significant concern. I insisted on returning the burs due to their improper manufacturing, and they requested that I send them back for testing. However, I did not receive any feedback regarding the results of the testing; instead, they returned the burs, stating they had passed their evaluation. Despite this, the burs continued to dislodge during use, including in patients' mouths, thankfully without causing any harm. I have reached out via email and phone numerous times, yet no corrective actions have been implemented; (B)(6) 2022. Reference report: mw5158659 and mw5158661.